Event description:
A review of service data has detected a reportable problem. During servicing, a electrode belt sn (B)(4) failed an incoming functional test and would not securely latch to a monitor. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not securely connect with the monitor and the belt failed the fall-off test. The cause of the inability to properly connect with the monitor is a defective trunk cable connector. The cause for the test failure was out of tolerance pins on component u713 (a mixed signal microcontroller) on the distribution node pca. Pins 37, 38, 39 and 42 were out of tolerance. The root cause for the defective connector and the out of tolerance component has not been positively identified. No adverse event resulted from the defective components. The last patient to use this belt did not report any deficiencies.